Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: d4 (UDI). Corrected: g1 (country code), g2. UDI : (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Added patient age and year.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation records received. Litigation alleges discomfort, pain, stiffness, loss of motion, implant loosening, tissue damage and muscle damage update aug 29, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges dislocation, instability, weight-bearing limitation, leg length discrepancy, ambulation difficulties, and scoliosis. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address failed unstable left tha. Revision notes stated that the hip was completely unstable and the stem was slightly anteverted. The patient was completely revised from pinnacle to srom construct. Product information is updated. Adding cup, hole eliminator, and 2 screws. This complaint was updated on sep 18, 2017. Update 8/29/2017 medical records were reviewed. Determined that date of the first open revision was (B)(6) 2016 (prior surgeries were closed reductions). Operative record for (B)(6) 2016 indicated no evidence of implant loosening in contrast to what was alleged. Surgeon stated that although the stem was slightly anteverted, it was not sufficient enough to address the dislocation issues that the patient was experiencing, so it was changed out. Added dislocation harms to patient, and liner and head products. Complaint updated on: 9/26/2017